Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces. The connector piece measured 5.5 cm and the outer insulation piece measured 7.8 cm. Final analysis found one lead-to-can external abrasion breaching the outer insulation at 6.5 cm to 6.6 cm from the reference. Electrical tests that could be performed on these pieces did not find any anomalies. The other damages found were consistent with procedural damages.

Event description:
This report is to advise of an event observed during analysis.